Event description:
It was reported to philips that the device does not fully boot, as it gets stuck at the 0:00 countdown. No harm to the patient or user was reported. Philips has started an investigation of this complaint.